Manufacturer narrative:
Unit alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Event description:
Information indicated by medtronic that the insulin pump had a unexpected restart error alarm. Customer stated that they were able to clear the alarm. Customer was able to complete rewind. The device will return for the analysis.